Event description:
Pumps returned from a clinical trial were reported to have mal-16 failures and were flagged for quality issues. There was no adverse impact to the customer's blood glucose level. The pumps were quarantined by the qa team once the return process was initiated and completed, and the list of pumps was updated to reflect the correct number involved.